Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Images provided do not allow for evaluation in relationship to the event. The engineering evaluation stated that the sheath was returned with the device. The device could not be moved within the sheath. The outer zipper layer was deployed approximately 2.5 cm. The deployment line was frayed approximately 16 cm proximal to the endoprosthesis. The root cause is believed to be: failure to advance catheter- no specific cause. It could not be determined if there were anomalies attributable to the manufacture of the device. The instructions for use for the gore viabahn endoprosthesis provide the following warning: do not withdraw the gore viabahn endoprosthesis with propaten bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis with propaten bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/ or catheter separation.

Event description:
A gore viabahn endoprosthesis was used for the treatment of a popliteal aneurysm on the right leg. It was reported to gore that the viabahn stent graft failed to advance over the aortic bifurcation. An unsuccessful attempt was made to pull the device back into the sheath. A cut down procedure was performed on the patient's artery to remove the device. It was stated that the removed viabahn device was observed to be frayed. The procedure was successfully completed by an ipsilateral approach with another viabahn stent graft. The patient is fine.